Event description:
Pt had chronic active inflammation with benign endocervical mucosa. After months of observation, it was decided to do a leep - loop electrocautery excision procedure - on (B)(6) 2010. The cone biopsy excisor broke during the procedure. The surgeon was able to retrieve all portions and nothing was left in the pt.

Manufacturer narrative:
No conclusion can be drawn, however, it is likely based on the visual evidence that either the power passing through the wire exceeded the energy that it is capable of withstanding or the wire was inadvertently "nicked" causing the wire itself to fail. (B)(4).